Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to pump the device, and the cylinders were not filling properly. Upon inspection, a tear was identified in the proximal end of the left cylinder. The physician was unsure if the perforation was present before the surgery or if it occurred while attempting to remove it. Additionally, the outer silicone layer of the left cylinder was found to be detached and had migrated toward the distal end. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01 serial number: n/a batch/lot number: 148373012 model/catalog description: reservoir unique identifier (UDI) #(B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. During microscopic evaluation, contamination consistent with bodily fluid was identified within the ms pump; therefore, functional testing was not performed. No leaks were identified. The cylinders were microscopically inspected and leak tested. Microscopic evaluation identified two holes at the proximal end of the first cylinder, consistent with damage from a sharp instrument. The outer sleeve was detached, and broken fabric threads were observed at the proximal end, consistent with wear. Tissue ingrowth was noted along the entire length of the first cylinder. The second cylinder exhibited wear at folds at both the proximal and distal ends. The first cylinder did not pass leak testing, whereas the second cylinder passed. The reservoir was microscopically inspected and leak tested. Microscopic evaluation identified wear at a fold in the reservoir shell; however, no leaks were detected. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported device allegation of migration is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and the results of the analysis, damage consistent with a sharp instrument was identified and is considered a secondary failure, so the reported clinical observations of a cylinder inflation issue and hole/perforated could not be confirmed. Also, the pump mechanical issue could not be confirmed as functional testing of the pump could not be performed. Therefore, the conclusion codes of cause not established and known inherent risk of device were assigned to this investigation.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device allegation of migration is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to pump the device, and the cylinders were not filling properly. Upon inspection, a tear was identified in the proximal end of the left cylinder. The physician was unsure if the perforation was present before the surgery or if it occurred while attempting to remove it. Additionally, the outer silicone layer of the left cylinder was found to be detached and had migrated toward the distal end. As a result, the device was explanted and replaced. No patient complications were reported.